Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open proctectomy procedure, on stapling phase, the stapler did not fire. It was enable to staple on the rectum. Another device was used to complete the procedure. There was no patient injury.